Event description:
The customer obtained false negative hbsag quality control results on one level of control. A false negative hbsag result could present a risk to public health. No results were reported and there was no report of pt harm as a result of this event.